Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient. An initial result of 101.3 u/ml retested at 15.54 u/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy of the reagent lot 18070m500 was performed. Four levels of an internal panel were tested across three architect I systems. Each level contains a known concentration of the ca 19-9 analyte. The results met testing specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).